Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to patient's medical condition that required frequent MRI. The patient was reimplanted with another cochlear device during the same surgery.